Event description:
Information was received based on review of a journal article titled, "twenty-one years clinical experience of 461 femoral revision total hip arthroplasties with a calcar replacement prosthesis" which aimed to determine the long-term clinical and radiographic outcomes of a series of 461 femoral reconstructions with a calcar replacement prosthesis performed over a 21-year period which used a mallory-head calcar prosthesis manufactured at biomet. This study consisted of 435 patients with 461 hips and a mean age of 68.2 years old over 1988 to 2009. Mean follow-up was 5.6 years. There were 63 complications: 31 dislocations, 20 acetabular revision for loosening, 8 femoral fractures, 2 claw/bolt repairs, 1 wound infection and 1 hip debridement and head exchange. There were 18 re-revisions: 13 due to infection, 2 femoral loosening of which both received bone grafts to treat severe defects, 2 recurrent dislocations, and 1 femoral fracture. The mallory-head extensively coated long-stem femoral components have performed very well in femoral revision surgery, producing over 99% survivorship with aseptic loosening as the endpoint. The authors found that the likelihood of failure increased with femoral defects, and the authors believe their data support the continued use of the mallory-head femoral component in hip revision surgery.

Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Journal article being separated: this supplemental report is being submitted to address only one event of the article. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
This complaint addresses eighty seven (87) deaths during the study for unknown causes or dates.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by michael e berend in the duke orthopaedic journal, july 2011 - june 2012; 2(1): 1-4. Manufacture date ¿ unknown. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.